Event description:
The patient's parents reported that at 9:00pm in 2009, the patient's blood glucose measured 7.5 mmol/l (135 mg/dl) and at 11:00pm, the patient's blood glucose measured 19.7 mmol/l (355 mg/dl). The parents changed the patient's infusion set and bolused through the infusion device. The next day, the patient's blood glucose measured 13.6 mmol (245 mg/dl) at 7:00am and 4.7 mmol/l (85 mg/dl) at 11:00am. At 11:30am, an e6 (mechanical) error was displayed and was able to be cleared. The patient's normal blood glucose level is 6 mmol/l (108 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.